Event description:
It was reported by the rep the device was used during a laparoscopic bilateral hernia repair. It was reported a hassan trocar was used at the umbilicus port. It was under direct visualization in left lower quadrant. There was high resistance. The trocar went through the peritoneum without disengaging the blade. (Re directed the trocar more medial) vascular injury occurred. An emergency laparotomy was performed. Controlled bleeding, repaired injury and completed hernia repair open.